Event description:
N/a.

Manufacturer narrative:
The xenon light source (00mlx) was returned for evaluation: the investigation confirmed the issue reported by the customer as valid. The power supply was faulty causing hard start clicking and in this case also a burning smell. The faulty power supply was replaced to repair the unit and the lamp to fix the hard start clicking.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) has a burning smell. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.